Manufacturer narrative:
The reported event is not CAPA 37 related as thermal runaway did not occur. Had thermal runaway occurred, the device would continue to express heat and cease to function. The reported device cools down between charges and continues to power on. The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the patient's controller had experienced both the personal diabetes manager (pdm) battery and the middle of the pdm heating up during charging. In addition the patient alleged they, "heard a crackling sound and saw a spark at the electrical outlet", during charging. The patient is unsure if they are using the supplied charging cable.